Manufacturer narrative:
H3. Analysis of the handset found the handset would not do telemetry and was unable to connect to the test communicator. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID hh9020tdd lot# serial# (B)(6) implanted: explanted: product type product ID a820 lot# serial# unknown. Product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that last month they took a trip up north and they had tower service problems and they "never got their service back on their external pump programmer." The patient said that they were still able to give themselves a bolus, but "sometimes it takes up to 5 minutes" to get connected. The patient stated they get up to 90 percent and "it sticks there." The agent walked the patient through turning bluetooth off and back on and restarting the handset. The patient was then able to connect to the ptm (personal therapy manager) after a few minutes and see their lockout time. The patient also stated while connecting "it lost connection" but when the agent tried to clarify what exactly they were seeing on the handset, the screen disappeared, and they were able to connect. Per the patient, the 90 percent lag had been happening for a "couple of months." The patient also stated that they had made their clinic aware of the issue. The agent reviewed telemetry considerations and reviewed that replacing the handset was not a guaranteed solution. Per the patient, they had 5 boluses per day. A replacement handset was requested from the repair department. No patient harm reported.